Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c had foreign matter inside. This occurred on 5 occasions before use. The following information was provided by the initial reporter: hair got mixed in the 5 products.

Manufacturer narrative:
H.6. Investigation summary no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1812106, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no foreign particles were observed on the product. Phaseal products are manufactured in a clean room. All individuals are required to follow proper gowning procedures before entering the room. We perform routine inspections and clearly defined cleaning procedures after production of each lot. All records were reviewed and cleaning was performed according to procedure. While we could not identify a direct issue, the root cause is likely related to personnel. We have notified manufacturing personnel of this incident. Complaints received for this device and defect will be monitored by our quality team for sins of emerging trends.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c had foreign matter inside. This occurred on 5 occasions before use. The following information was provided by the initial reporter: hair got mixed in the 5 products.